Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged 0.035¿ guidewire was confirmed and the cause appears to be use related. The core wire broke at the distal weld tip, which allowed the coil wire to stretch and expose the core wire. This type of damage can occur when the guidewire is subject to excessive stress during clinical complications, such as if the guidewire is caught in and/or retracted through the needle. It was reported that it was difficult to retract the guidewire. The product IFU cautions, ¿do not insert guidewire beyond the bevel of the needle while removing straightener from the needle hub in order to prevent guidewire damage or shearing. If the guidewire must be withdrawn while the needle is inserted, remove both the needle and guidewire as a unit to help prevent the needle from damaging or shearing the guidewire.¿ a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
No difficulty when advanced guidewire, but difficulty to retract guidewire. After retract all guidewire, the user allegedly found the wire was out of shape. 11/6/2015 - sample evaluation shows a frayed guidewire.